Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported entrapment of device and partial clip movement were unable to be determined. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with thin leaflets and a cleft central-medial. A mitraclip xtw (50909r1112) was inserted and advanced to the ventricle, and grasping was performed. However, after opening the clip, it was observed that the clip was caught on the anterior leaflet. As there was almost no manipulation below the valve, the clip was implanted where it was stuck, attached to both leaflets. After deployment, it was observed that the clip was partially attached to the posterior leaflet and completely attached to the anterior leaflet (partial clip movement). It was noted that the clip was attached to both leaflets. To stabilize the partially moved clip, a second clip, a mitraclip xtw (50910r1058), was then inserted and grasping was performed. However, while establishing final arm angle (efaa), it was observed the clip continuously opened to roughly 30 degrees. Troubleshooting was performed. However, while troubleshooting, the mr increased massively. An echocardiogram was performed and revealed that the anterior leaflet was ruptured. It was noted that due to the ruptured anterior leaflet, a safe grasp was not possible. Therefore, the clip delivery system (cds) was removed from the patient. No additional clips were implanted, and the mr remained at a grade 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.